Manufacturer narrative:
(B)(4). Review of device history records found these units were released to distributor with no deviations or abnormalities. Visual inspection of the quick connect guide handle revealed that all components were returned except for the ball bearing and the spring, thus confirming the complaint that the product became disassociated at the end of the procedure. This device is used for treatment. It is likely that the surgeon handled the quick connect guide handle in a way not intended that caused it to come apart, allowing the ball bearing and spring to fall out. Root cause is most likely possible misuse.

Event description:
It was reported that during a shoulder arthroplasty procedure, upon removal of the drill guide, the modular handle became disassociated from the glenoid guide. Further inspection showed that the inner ball bearings had fallen out. It is believed the bearings fell onto the floor, but they could not be located. The surgeon had finished using the glenoid drill guide and modular handle when the issue occurred. There was no effect on the patient or outcome of the case.

Manufacturer narrative:
This report is being amended to reflect additional information not available in previous reports. A root cause could not be determined on how the ball bearing disassembled from the instrument.